Manufacturer narrative:
The report that part of a port plug was stuck in the header port 9-16 was confirmed. As received, the port entrance for channels 9-16 had been cut away exposing the connector block. Inside the port there was a portion of the port plug as reported by the field. It was also noted that the setscrew for port 9-16 was upside down in the connector block. The setscrews orientation was corrected, and it was able to be threaded into the connector block without any issues. The upside-down setscrew is consistent with it having been backed out too far and when reengaging it became flipped upside down and threaded into the connector block. Due to the damaged /cut away port entrance the root cause for the broken /cut off / stuck portion of port plug is unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. One ipg port had foreign material inside prohibiting the insertion of the lead, therefore the ipg was also explanted and replaced during the procedure.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6) .